Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently observed the extended bolus display a message that the requested amount of units had been delivered. Review of the pump data logs by tandem technical support showed that the customer programmed and delivered an extended bolus of 2.1 units broken up into 50% delivered now, and 50% delivered over 120 minutes. There was no reported impact to the customer's blood glucose level. Multiple attempts were made to relay the information; however, the customer did not respond to the attempts made by tandem technical support.